Event description:
On (B)(6) 2014, the reporter contacted animas stating when the patient was at the diabetes clinic, there were missing basal rates when data was downloaded from the pump. The reporter stated at times the data would show different basal rates. The total programmed basal rates reportedly were 24.90 units. The pump history reportedly indicated on (B)(6) 2014, zero bolus units and 8.9 units of basal delivery. The reporter stated he did not understand why the bolus indicated 0 units since the patient bolused every day. The reporter claimed the following total daily dose (tdd) basal deliveries were incorrect: 0.0 units delivered on (B)(6) 2014, 7.67 units delivered on (B)(6) 2014 and 24.915 units delivered on (B)(6) 2014. It was noted that the reporter wondered why the basal amount in the pump history did not reflect the total programmed amount. The reporter denied that the patient suspended the pump or that the patient used the temp basal. There were no time/date issues noted with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s download showed the correct total daily dose (tdd) information with the correct time and rate. The following dates revealed double records for the tdd: (B)(4) 2014. The last basal delivery was on (B)(6) 2014 at 11:31am. Information from (B)(6) 2014 was found to be overwritten in the black box history; multiple manual time settings changes were observed in the pump history. The pump was exercised for 24 hours on a 1.0 unit/hour basal program; no alarms occurred during testing. The tdd history correctly reflected the programmed 24.0 unit/hour basal programs after the duration test. The dates in the pump history appeared to be inaccurate due to a manual time/date change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.